Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post-paced t-wave oversensing was observed via stored non-sustained lead noise egm. Oversensing on the near field channel resulted in the non sustained lead noise episode. Programming changes were recommended.

Event description:
New information received notes that during a subsequent follow up, post paced t-wave oversensing was still observed. Programming changes were made at this follow-up visit.